Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's rate was increasing to the maximum track rate and the patient was feeling fatigued. Pacemaker mediated tachycardia was suspected. The device was reprogrammed. The patient would continue to be monitored.